Event description:
It was reported that the patient did not incur any harm as a result of the issues previously reported as surgeon was able to piece together grafts and no additional harvest was required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. -review of the most recent repair record determined that the comb was damaged. The comb was replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported during a procedure the device was tearing the graft. Center of graft was torn. Case took longer due to surgeon having to manage the ripped mesh. Extra tissue was not harvested, what had been collected was required.